Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of a 4.4cm abdominal aortic aneurysm. The operative notes at the 6 month follow up stated that the aneurysm had shrank to 3.7cm, there were no endoleaks relating to the aneurysmal stent and that the renal artery was previously noted to be asymmetry in nephrogram phase suggesting a prior stenosis which has progresses since the prior angiogram. One month later, the pt presented for a follow-up and the operative notes states that the endograft is in good position with no endoleaks and the renal artery is completely occluded. The physician treated the left renal artery with angioplasty and stenting of the totally occluded left renal artery. The pt presented the following week emergently due to a syncope episode, the pt has fallen and the CT demonstrated a hemorrhagic contusion to the pt's head. The physician believes that the massive left frontal-temporal blood clot was not treatable or reversible. The pt was removed from life support and expired.